Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing and pressure testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) this event occurred in the two weeks prior to the report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device would not connect to a non-baxter syringe. This occurred during set-up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.